Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical (g04) - head h10: related report numbers: 0001822565-2024-03122. 0001822565-2024-03124. 0001822565-2024-03125. 0001822565-2024-03126. 0001822565-2024-03127. 0001822565-2024-03128. 0001822565-2024-03129. 0001822565-2024-03130. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to an unknown reason approximately one (1) month ago. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown baseplate; lot#: unkown. Item#: unknown, unknown bearing; lot#: unknown. Item#: unknown, unknown tray; lot#: unknown. Item#: unknown, unknown humeral stem; lot#: unknown. Item#: unknown, unknown central screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.